Event description:
It was reported the devices were used during a laparoscopic nissen fundoplication procedure. It was reported two lcs15 devices were not aligning correctly upon assembly. A third lcs15 was opened, assembled and it worked fine. There was no consequence to the pt.